Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had diarrhea. The patient reported they used their patient programmer (pp) and could not increase or decrease. The patient stated they could see the program and voltage but could not decrease or increase. The patient stated they could see the lightning bolt. The patient then stated they were able to get the pp to respond and the pp is working now. The patient did not currently have diarrhea. The patient stated they can tell the ins is on now, they can feel stimulation, and are able to decrease and increase. The patient also mentioned they recently had a bunch of medical tests, but did not do an MRI. The patient was wondering if the device was off when they had diarrhea and they thought maybe being around medical equipment caused it to malfunction because they could not increase or decrease. It was reviewed that the patient could use the pp on the call to confirm that it is on now but will not be able to look at the history over the phone. It was noted this was considered a sudden change in therapy/symptoms.